Event description:
After pipetting an htlv plate on summit it was observed that low reagent levels were pipetted to wells a2 and a13. No error was generated by the summit. No death or serious injury was associated with this incident.